Manufacturer narrative:
H4: the lot was manufactured between january 25 and january 29, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The device contained 8g flucloxacillin and 0.9% sodium chloride solution. The line was kinked at the time of the incident, and a new line was fitted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.